Manufacturer narrative:
(B)(4). Philip m. Faris, wesley g lackey, michael e berend. (2017). A comparison of inpatient and outpatient tjr. Orthopedics (ortho-2017-218). Concomitant medical products: unknown stem, unknown head, unknown liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03434, 0001822565-2017-03435, 0001822565-2017-03436.

Event description:
It was reported that one patient identified in a journal article underwent a total hip arthroplasty suffered a myocardial infarction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2017-07145.